Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 170 mg/dl vs 103 lab. Tests were done within 10 mins with a difference of 78 mg/dl. Pt did not experience any adverse events. No further info has been reported.